Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they had two inss; one for their lumbar (which was on pt's registration) and one for their neck that they had put in on pt thinks (B)(6). Pt said they had to go back in maybe 3 weeks ago and readjust the neck ins as it wasn't charging - pt said they couldn't get a connection and the ins was sitting sideways. Asked event date, but pt said at the beginning it seemed like it was ok but they had to go back in. Pt did mention that this neck ins has taken their pain down by half. The caller was redirected to prs at the end of the call as the neck ins was not registered yet.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# serial# (B)(6) implanted: 2021(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2021. The patient reported that they did not have the serial number of the neck implant yet as they hadn't received their patient ID card yet. The cause of why the ins was sideways was still unknown however the patient suspected it could possibly be due to how it healed. The patient wasn't sure if the issue was resolved however they stated they were not getting the electric shock after the paddle was replaced on (B)(6), 2021, but it was still taking 1.5-2.0 hours to charge, which they think was due to not getting a good connection. Patient weight was provided.

Event description:
Additional information was received from the healthcare provider. It was reported that the revision/replacement surgery took place on november 16, 2021. The paddle was revised after it had migrated. The cause of the neck ins sitting sideways and longer recharging times was due to the paddle had migrated. The hcp clarified that nothing was explanted. A paddle revision was performed.

Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# va1wmyr001 implanted: 2021-08-17 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.